Event description:
The clinician developed contact dermatitis under the cuffs of the gown and was treated with a topical steroid.

Manufacturer narrative:
The clinician is an employee in the operating room and is involved in vascular surgical procedures. He states he has been using the gowns for 1 1/2 to 2 years with no previous issue. He recently developed a red, itchy rash under the cuffs of the gown. The rash subsided on its own when he was off for a couple of days. Recently, the rash became worse and he sought treatment in the employee health. A topical steroid was prescribed. He denied prior skin sensitivity issues. He states there were no glove or skin cleansing agent changes within his facility. No sample was returned for evaluation. The root cause for the skin irritation has not been confirmed. We have no other similar reports from other clinicians in his facility. We have not determined the gown to be the cause of this incident but due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.